Event description:
It was reported that during an iliac stenting procedure, an omni-link stent delivery system (sds) was advanced to the lesion. The balloon was inflated and the stent was noted missing from the sds. The sds was removed and the stent was found inside the 6 french non-abbott sheath. A snare was used to remove the stent and another same size omni-link sds was used successfully for the procedure with the same non-abbott sheath without difficulty. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.